Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was noted to have far field r-wave oversensing on stored episodes. Reprogramming was performed. The lead remains in use. The patient is noted to be a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.